Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address possible pseudotumor.

Manufacturer narrative:
It was reported that the attune femoral impactor broke during routine use. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states procedure: total hip revision. Patient had a primary mom thjr in (B)(6) 2008. In situ is a corail size 10 h/o stem, 40mm +1.5 metal head, pinncle 56mm cup, 56 x 40mm metal liner. His chronium and cobalt levels raised around 2012 but showed to be stable a year later. Blood markers were assessed regularly. (B)(6) 2016 he presented with a large lesion over his lateral aspect of his greater trochanter - ? Pseudo tumor. On the (B)(6), the lesion was excised and the metal head and liner was removed as per surgical technique. Primary implant date (B)(6) 2008. No other de-identified data available due to patient consent. A review complaints database and review of manufacturing records did not identify any anomalies. The devices were reviewed by bioengineering in (B)(4) and a report was received stating; with regards to the head a goldberg taper score of 4 was given, stripe wear and wear scar was identified, and fine scratches of 1-24% was identified. With regards to the liner; defined scratches of 3 to 5 was noted, fine scratches of 1-24% was identified, and a goldberg taper score of 4 was given. Most of the scratches look like retrieval damage. One may be prior to revision. It was unlikely that a manufacturing defect was present the complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.